Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient alleges that the femoral stem implanted on (B)(6) 2011 was too long and patient is required to wear a special left shoe to compensate for leg length discrepancy. Patient reports allegations of pain and a clicking sound coming from hip. No revision procedure has been reported. Review of invoice history indicates initial procedure was performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."